Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, high out of range shock impedance measurements greater than 125 ohms were observed. Shock impedance measurements normalized to 73 ohms after the pocket was closed and sewn. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.